Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Troubleshooting was performed and the alarm was resolved by a complete set change. It was reported that the customer was only receiving partial boluses when receiving the no delivery alarm. The insulin pump will return for the possible under-delivery. The customer mentioned having intermittent high blood sugars over the past few weeks but nothing to do with her site, infusion set or reservoir. There is no blood sugar mentioned. The insulin pump was returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.